Event description:
It was reported that approximately three weeks post-implantation, the patient underwent a right hip revision due to dislocation. The cup, screw, liner, and head were revised. A bigger cup with more offset in the head was placed. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The size of the implants is the surgeon's discretion. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.